Event description:
An event involved a 3 microclave clear neutral connector where it was reported that the nurse observed leaking from the microclave connector attached to a microbore syringe from other manufacturer administration tubing with a pressure sensing disc. These events occurred in three separate instances within the nicu using the same setup. The connector had been in use for less than 24 hours at the time of each occurrence. There was patient involvement, and no harm reported. This report captures the first of two incident dates provided.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.